Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that the autopulse platform sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon power up that would not clear. The crew switched to manual CPR. There is also a crack on the housing as well. No impact or consequence to the patient.

Manufacturer narrative:
H6 (adverse event problem) was corrected/updated. The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon power up that would not clear was confirmed during functional testing and review of the archive data. The root cause of the ua07 was due to a failure of both single point load cells. The secondary complaint of a crack on the housing was confirmed during visual inspection. The front enclosure, bottom enclosure and top cover were observed to be cracked. The observed physical damages appeared to be the characteristics of user mishandling, such as a drop. The front and bottom enclosures and top cover need to be replaced to address the damage. A review of the archive data showed ua07 messages; thus, confirming the reported complaint. The platform failed initial functional testing due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. Both load cells need to be replaced to remedy the complaint. The customer declined the service repair. Therefore, no service or part replacement was performed, and the autopulse platform will be returned as unrepaired and not certified for patient use. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).